Event description:
The first reflector that was inserted into the patient's breast tissue only gave "1 beep" when the sound should be continual beeping. Therefore, a second reflector was placed and tested. The second reflector gave the continual beeps. The machine is tested prior to the exam, but the individual reflectors cannot be tested. Per the mammography technician, the sales rep for the manufacturer was notified via email of this event.